Event description:
It was reported that the ventilator failed the internal test sequence during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal test sequence during pre-use check. Our field service technician investigated the ventilator on site and the fault was isolated to the turbine module and the turbine was replaced which resolved the issue. The turbine was returned for technical investigation and the turbine was confirmed defective. The cause of the reported component failure has not been established in this investigation.